Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter and a penumbra system 5max ace reperfusion catheter. Post procedure, the patient experienced a mild vasospasm as a non-serious adverse event and anemia as a non-serious adverse event. The vasospasm event was adjudicated to have a possible relationship to the penumbra system, probable relationship to the angiographic procedure, and unrelated relationship to the index stroke. The vasospasm event was evaluated as resolved within the same day. The anemia event was adjudicated with an uncertain relationship to the penumbra system and angiographic procedure, and unrelated relationship to the index stroke. At one-week post-op, the patient was doing well clinically.

Manufacturer narrative:
Additional information received on 07/06/2016 indicated that the vasospasm occurred on (B)(6) 2015.

Manufacturer narrative:
Conclusion: vasospam is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00575. Device was disposed of by hospital.